Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be seroma - late onset. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported swelling, redness, and liquid around implant. The device remains implanted.

Event description:
Patient reported swelling, redness, pain, and liquid around implant. The device remains implanted.